Manufacturer narrative:
Results: the cord to the foot pedal of the apollo generator (generator) was cut in half. Conclusions: evaluation of the returned device revealed that the pump was functional. The returned pump was connected to the returned generator. Then a demonstration wand and demonstration foot pedal were connected to the generator. The pump and generator were powered on and no leaks were observed. Therefore, the pump was functional. Due to the generators foot pedal cord being damaged, the generator was deemed nonfunctional. The root cause of the leak reported in the complaint could not be determined. The wands that were mentioned in the complaint were not returned for evaluation. All penumbra apollo pumps and generators are visually inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01595; 3005168196-2016-01596. The hospital disposed of the device.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo generator (generator) and apollo wands (wand). During the procedure, while using the wand the physician noticed there was a leak at the hub of the wand and, therefore, switched to a new wand. However, the physician noticed that the hub of the new wand was leaking as well. The physician completed the procedure using this wand despite the leak. The physician also noticed the cord of the apollo generator foot pedal was severed in half, and completed the procedure by taping the cord back together. There was no report of an adverse effect to the patient.